Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the tower doors 4 and 6 were not releasing or opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the tower doors 4 and 6 were not releasing or opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station door 4 and 6 were failed and it was unable to release. The field service engineer (fse) had addressed a detection issue in main drawer 4, where rows d and e were not appearing on the bus. To resolve the issue, the fse shut down the medstation, removed the pockets from rows d and e, and cleaned out debris from within the trays. The row board cables were unseated and reseated, and the pockets were reinstalled. Verification was performed using the hardware test application (hta), confirming all rows were successfully detected. Additionally, drawer 6.1 had experienced a failure due to a plastic bag obstructing the latch mechanism, preventing it from closing. The fse opened the drawer lid, adjusted the bag, and ensured the latch clicked properly into place. A full functionality test was conducted on all drawers using hta, and results confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.